Event description:
A malfunction was reported on a customer's pump, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and ensured that the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, and they acknowledged and understood these instructions.